Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt says they lost their controller and have now found it again and need help getting it working again. They said they had medical issues and cognition issue but says these issues weren't related to mdt device and these issues "prevented me from finding the device". Pt says they lost the remote and "immediately after that I found I couldn't charge" and says this was about "6-7 months ago". Pt mentioned the cognition issues made him have memory problems. They also said their shoulder has issues which makes it difficult to reach back and find the right spot to charge implant. I walked pt through using prm and they got it to charge with excellent quality. The troubleshooting steps that were taken on the call resolved the issue.  On (B)(6) 2021, pt called back stating that they called yesterday since they needed help with doing a trickle charge to get the ins started since the ins was dead as they had lost the controller. Pt stated that they were told that once they charged the ins up to 50% to press the button on the top of the controller to turn the stimulation back on; pt stated that they did that, however the setup screens then displayed so they couldn't turn the stimulation on. Pss walked the pt through the setup screens; pt confirmed seeing setup is complete. Pt stated that no device found then displayed, so pss had the pt select try again and pt stated that then a message saying battery empty displayed even though they just charged the device yesterday; pss clarified the battery empty message further with the pt and pt stated that the controller was at 100% since they recharged the controller after recharging the ins yesterday, so the battery empty message was referring to the ins. Pss had the pt connect the rtm to the controller and start recharging the ins (pt noted that they had a little trouble connecting the equipment together and that it would take them a second); pt then confirmed seeing the normal recharging screen with the ins battery at 0% with recharging excellent indicated and the green light flashing above the screen. Pt stated that the ins was at 50% yesterday so this was a problem that the ins was at 0%. Pt had not had the stimulation on since the ins was recharged yesterday as the setup screens were displaying on the controller and they couldn't access the screen to turn stimulation on. Pt then stated that they were a disabled senior and that part of the reason why the ins battery got down to 0% before is that they were very disabled and had lost the controller for several months. Pt stated that if it looked like the controller and rtm were bad they just wanted the equipment replaced since they weren't up to doing bunch of stuff and jumping through hoops to get the ins to work. Pt stated that they were stuck in bed most of the time and that they were just not up to doing a whole bunch of stuff. Pt confirmed that there was no apparent damage to the equipment and that the rtm was not getting hot while recharging the ins. Pss reviewed with the pt that the equipment was working as intended, so the root cause of why the ins battery depleted from 50% to 0% from the day before was unknown. Pss asked if the pt would recharge the ins one more time and monitor the equipment and call ps back if further assistance is needed; pt agreed but stated that they would recharge the ins one more time but then they wanted the external equipment replaced.